Event description:
During orthognathic surgery, a pineapple bur broke and not all of the pieces of the carbide tip were able to be removed. Received x-ray that shows pieces remain in patient's jaw. Multiple requests for additional information on event have gone unanswered. No information available on cutting speed used, type of power equipment used or other details around event. Requested return of parts from incident but nothing has been returned. No lot number provided. Based on evaluation of customer service records, believe this would have come from lot 1031039. Review of device history records show that this lot was inspected, packaged and sterilized in conformance to specification. There are no other related complaints or ncrs for this part number in the company's database. IFU warns that forceful side loading of cutting accessories may cause the cutting accessories to break.

Manufacturer narrative:
Requested return of parts from incident but nothing has been returned. No lot number provided. Based on evaluation of customer service records, believe this would have come from lot 1031039. Review of device history records show that this lot was inspected, packaged and sterilized in conformance to specification. There are no other related complaints or ncrs for this part number in the company's database. IFU warns that forceful side loading of cutting accessories may cause the cutting accessories to break.